Event description:
It was reported that bd inv ser plastipak 10ml ll 40x8 al contained foreign matter. It was reported that the incident with the syringe used in the operating room area, which had an insect inside the cylinder plugged with the plunger. I prepared an omeprazole that was indicated, and at the moment of extracting the medicine in the syringe, a fly was observed in the body of the syringe, so the medicine had to be discarded and a new one had to be prepared. Additional information received on 11 jun 2026: can you please confirm the quantity affected? For the moment, one piece was detected

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.